Manufacturer narrative:
The malfunction was observed during incoming testing; however, after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the malfunction. The customer received a replacement device. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.